Event description:
Patient was admitted for elective percutaneous coronary intervention (pci) to left anterior descending artery (lad). The patient was having worsening of angina despite full medical therapy. Patients two dimensional (2d) echocardiography showed no wall motion abnormality with normal left ventricular ejection fraction. Patients coronary angiography showed a right coronary artery (rca) total occlusion, and a mid lad 99% lesion. Revascularization of the lad with an endeavor des was taken. A floppy wire was passed and the lesion pre-dilated and inflated at 10 atm and subsequently a 3.5 mm × 30 mm endeavor stent was deployed at 14 atm pressure with good thrombolysis in myocardial infarction (timi) 3 flow. The patient received standard care in terms of anticoagulant and anti-platelet medication and standard peri procedure guidelines were followed. Patient was discharged on the 2nd day on dual anti-platelet therapy along with atorvastatin 80 mg, metoprolol 100 mg, along with oral antihyperglycaemic drugs. Three months later, the patient had an episode of high-grade fever with chills and pyrexia lasted for 7 days. Patient was prescribed oral antibiotics by local physician. However, the fever continued, and no cause could be ascertained. Patient also started experiencing left precordial pain which was constant, dull ache and had a dragging character. On occasions, the pain was relieved with sublingual nitrates for which patient was again sent for evaluation. A repeat angiography was planned. Patients glycaemic and renal status was normal throughout. The repeat angiography showed an aneurysmal dilation in the proximal part of the lad where the stent had been deployed along with lesion proximal to the stent. Patient underwent emergent coronary artery bypass grafting and resection of the aneurysmal sac. During surgery, a large aneurysm of the proximal lad was noted. Patient recovered with treatment, and was doing well at 3 month post intervention stage.

Manufacturer narrative:
Results: inherent risk of procedure (aneurysm and injury to the artery requiring emergency coronary artery bypass graft (CABG) and infection or fever are inherent risks of procedure). Conclusion: no conclusion can be drawn (root cause of the reported event cannot be determined). (B)(4).